Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data and product were returned and evaluated. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. The reported event of a low transmitter battery was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.